Event description:
It was reported the patient's ipg was moving around within the pocket causing discomfort. In turn, surgical intervention took place on (B)(6) 2025 wherein the ipg was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.